Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's dermatologist prescribed triamcinolone cream for the skin irritation. Outcome of the irritation is unknown.